Manufacturer narrative:
A partial lead with the distal tip measuring 31.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during routine follow-up in clinic, increase in capture threshold on both right atrial and right ventricular leads was observed. Twiddler's syndrome was noted. The system was explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-15240. Related manufacturer reference number: 2938836-2019-15241.